Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing and low r-wave amplitudes resulting in an inappropriate shock. This device was tested in clinic with provocative maneuvers with noise able to be reproduced. The device was then programmed to the secondary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.